Event description:
It was reported that the patient presented to the emergency department (ed) with continuous low flow alarms. Log files were submitted for review and captured numerous low flow alarms beginning at 2:57 am on 26aug2025. The flows dropped below 1.0 liters per minute (lpm) at 6:55 am. The patient was given 1.5 liters of fluid overnight with flows improving from 0.3 lpm to high 1s/low 2s. A computed tomography angiography (cta) was performed which showed extrinsic outflow graft obstruction (eogo) at the base of the bend relief where it attaches to the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was confirmed through analysis of the submitted computed tomography (CT) images. The reported low flow alarms were confirmed through the review of the submitted log files. The abbott clinical specialist provided 2 CT images showing a side view of the outflow graft. In both of the images, occlusion of the outflow graft proximal to the hardware was noted. The occlusion appeared consistent with extrinsic outflow graft obstruction (eogo). The controller event log file contained events from 21aug2025 through 26aug2025, per the timestamps. The pump flow was trending down over the course of the log file with occasional low flow alarms until (B)(6) 2025 at 06:36:31, when the low flow alarms increased in frequency. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. The heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. Section 5 of the heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with continuous low flow alarms of 0.3-0.4lpm, the patient was asymptomatic. A computed tomography angiography (cta) of the chest was performed which showed extrinsic outflow graft obstruction (eogo) at the base of the bend relief where it attaches to the pump. Images were unavailable. There were no changes to the patient condition, pump parameters, or anticoagulation status that could have contributed to the event, on interrogation of low files it was noted that there was a slow drop in flow. Eogo repair/thrombectomy was performed on 29aug2025 and the issue was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was confirmed through analysis of the submitted computed tomography (CT) images. The reported low flow alarms were confirmed through the review of the submitted log files. The abbott clinical specialist provided 2 CT images showing a side view of the outflow graft. In both of the images, occlusion of the outflow graft proximal to the hardware was noted. The occlusion appeared consistent with extrinsic outflow graft obstruction (eogo). The controller event log file contained events from (B)(6), per the timestamps. The pump flow was trending down over the course of the log file with occasional low flow alarms until (B)(6) 2025 at 06:36:31, when the low flow alarms increased in frequency. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The log files submitted during a post-op follow up visit contained no atypical alarms and appeared to show the pump operating as intended. It was reported that the patient presented to the emergency department with continuous low flow alarms. The patient was given 1.5 liters of fluid overnight with flows improving from 0.3 liters per minute (lpm) to high 1s/low 2s. A computed tomography angiography (cta) was performed which showed eogo at the base of the bend relief where it attaches to the pump. Additional information was received that the eogo was surgically resolved on (B)(6) 2025. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. Section 5 of the heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.